Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in good condition. The unit was filled with water and set up with temperature check. The unit was then powered on and disposable switched; alarming occurred. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that the disposable tubing switch to a smiths medical level 1® hotline® low flow system was reported to be faulty. There were no reported adverse effects.